Event description:
The core impaction drill was sent in for eval due to overheating during procedures. No adverse event was associated with the device. The procedures were completed with readily available alternate devices without any procedure delay.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.